Manufacturer narrative:
The device was returned for evaluation. The reported difficulty with the foot and plunger retraction issue could not be confirmed due to device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, it was attempted to retract the footplate (step 4) without first removing the plunger (step 3) per the instructions for use, the sequence of device deployment. Step 1 states to deploy the foot by lifting the lever (marked # 1). Step 2 states to deploy needles by pushing on the plunger assembly (in the direction marked #2). Step 3 states to pull out the plunger assembly from the body (in the direction marked #3) and completely remove the plunger. Step 4 states to return the foot to its original position by pushing the lever (marked 4). The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - first name: updated from (B)(6). E1 - last name: updated from (B)(6). H6 - medical device problem code: failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report, it was attempted to retract the footplate (step 4) without first removing the plunger (step 3). The device was removed with the plunger fully depressed and the footplate still deployed. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified right common femoral artery with a prostyle device using the pre-close technique prior to and interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, resistance was felt when withdrawing the foot. Device removal and hemostasis was achieved through surgery. Access was gained contralaterally to complete the procedure and hemostasis was achieved with two new closure devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.